Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of automatic mode switching were observed due to far r-wave oversensing. A programming change was made to the post ventricular atrial blanking setting. The patient condition is fine and will continue to be routinely followed-up.